Event description:
Device was zeroed in the ccl [cardiac cath lab]. But still had bps [blood pressures] that did not make sense. Pressures did not correlate. The assisted pressures were higher than the unassisted, and the diastolic pressure was often greater than the systolic. Iabc [intra-aortic balloon console] was removed. Following removal, the patient improved. Manufacturer response for intra aortic balloon catheter, iab-05840-lws-sc - fiberoptix ultra 8 iab sc: 8fr 40cc (per site reporter). Disposable sent back for evaluation; awaiting response from manufacturer. Manufacturer response for intra aortic balloon pump, ac3 optimus (per site reporter). Teleflex fse was on-site to perform functional check on iabp. Pump performed to OEM specifications.